Manufacturer narrative:
Update: the root cause of the patient's current complaints is inconclusive. Lack of effectiveness and recurrence are known potential complications.

Event description:
The patient was reportedly implanted with a stratasis urethral sling on (B)(6) 2002, at (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.update: on (B)(6) 2002, the patient underwent a total vaginal hysterectomy and posterior repair performed by dr. (B)(6) and placement of a pubovaginal sling performed by dr. (B)(6). The patient reported the surgery went well, but that she experienced vertigo and a vaginal hemorrhaging incident about 5 weeks postoperatively. The patient underwent a surgical repair for this.

Event description:
The pt was reportedly implanted with stratasis urethral sling on (B)(6) 2002 by (B)(6). The pt and her attorneys have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone med treatment. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report / claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the urethral sling's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our atty. If/when additional info is obtained, a follow up MDR will be filed.